Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was swollen and hot when charging. The patient was advised to consult a physician and the physician confirmed no infection. The patient was prescribed antibiotics and was reportedly dong well.

Manufacturer narrative:
Additional information was received that the antibiotics that were given to the patient, were given as prophylaxis.

Event description:
A report was received that the patient's ipg site was swollen and hot when charging. The patient was advised to consult a physician and the physician confirmed no infection. The patient was prescribed antibiotics and was reportedly dong well.